Event description:
Or tech put on the at7505-p and had an instant reaction (cheeks, tip of nose, above upper lip and chin). Not sure which lot number reactive mask came from-possible lots are: 4190.203, 4205.222, 4189.201, 4159.221, 4188.201, 4189.201, 4190.201 and 4107.221. Customer reports staff member sought medical intervention and was prescribed over the counter "neurosporine" and rx "accuaphor." Staff member had skin irritation for approx 2 weeks.